Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for headache. It was reported that the recently experienced a change in sensation on the right side along the nerve. The patient further explained that the sensation felt like it was intermittently zapping and burning whenever they moved their head or neck. It was noted that the patient never changed their settings and wondered in tight muscles around the lead could cause this. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the burning and zapping was trans cranial magnetic stimulation, overall increased cranial nerve pain, and extremely tight muscles around the leads. The issue was resolved when the patient discontinued trans cranial magnetic stim. The pain is better controlled after c2, c3 bilateral rhizotomy and worked to resolve muscle tension. No further complications were reported.